Event description:
It was reported, inappropriate shocks were delivered from the device due to myopotential oversensing. Additionally, the myopotential oversensing resulted in pacing inhibition. It was suspected the oversensing resulted from an issue between an lvad-system and the device. Technical support was contacted and reprogramming was recommended. No intervention has been performed at this time. The patient was stable and will continue being monitored.